Manufacturer narrative:
During the device evaluation, physio-control replaced the therapy pcb assembly for an unrelated issue. Physio further evaluated the removed therapy pcb assembly and observed that the device had a partial loss of defibrillator output energy due to a loss of the positive portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level.  Physio determined that the cause of the observed issue was that filter, designator  fl29  was physically broken.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to verify or duplicate the reported boot issue. Physio was able to verify that the service indicator was illuminated and the customer¿s device logged non-critical event codes. Physio also observed that when attempting to defibrillate at 200 joules, the energy output measured 184.2 joules, and the message, ¿abnormal energy delivery¿ was displayed. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported boot issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. The customer advised that their device is presently able to power on properly; however the service indicator is illuminated and the device logged non-critical event codes. There was no patient use associated with the reported event.